Event description:
It was reported that a user of the ilet system experienced a hypoglycemia event overnight, with a blood glucose of 54 mg/dl in the morning, after the cartridge was empty and supplies were not changed until later; the user treated with oral glucose and subsequently performed a full supply change, with later readings of 220 mg/dl and then 176 mg/dl. The user was advised to contact their healthcare provider for recurrent lows. Investigation of this case revealed that the cause of the hypoglycemia was unclear. The user reported symptoms included disorientation associated with low blood glucose. Outcomes included stabilization of blood glucose following treatment and supply change, with no medical intervention beyond oral carbohydrate. It was concluded that the event constituted hypoglycemia with unclear cause, with the device functioning as designed based on available information and user-reported recovery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.